Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
On 29-aug-2023, the user came in for a follow-up meeting were affected channels were seen during in situ testing. Further technical checks are considered. No date has been scheduled yet.

Event description:
Recent is situ measurements show some channels with high impedance. Further technical checks are considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2023, the user came in for a follow-up meeting were affected channels were seen during in situ testing. The user has been re-implanted.